Manufacturer narrative:
Correction: the previous or initial MDR submitted on august 16, 2024 was filed inadvertently. No explantation or serious injury has occurred. It was reported that the patient was placed under general anesthesia in (B)(6) to remove the abutment (specific date not reported).

Event description:
Per the clinic, the implant was explanted (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.